Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the initial test with the hiv duo elecsys e2g 300 assay generated a reactive result with subresults of hiv ag 85.5 coi and ahiv 0.110 coi. A rerun of the same assay on the same date produced a reactive result with a subresult of hiv ag 91.2 coi. Confirmatory testing performed at a review agency resulted negative for hiv.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals were within expected ranges. However, the investigation was limited as patient sample material could not be obtained due to legal restrictions on the shipment of hiv-related samples within china. The root cause was attributed to a sample-specific discrepancy, as false reactive results may occur in individual patient samples with this assay. The device remains in operation at the customer site, and no further issues have been reported.